Event description:
Information was received that a smiths medical portex blue line ultra tracheostomy tube did not extubate naturally. A tracheostomy change out was required, however no patient injury resulted.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. A syringe was used to inflate the cuff of the sample and was submerged under water as functional testing to detect for leakage. No discrepancies were noted. The reported customer complaint was not confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.